Manufacturer narrative:
Correction: manufacturer report 2017865-2017-34604, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that a patient who experienced presyncope and worsening heart failure symptoms presented to the clinic. Upon review, the implantable cardioverter defibrillator was unable to be interrogated. All telemetry tests were unsuccessful. The device was explanted and replaced. The patient was stable before, during, and after the procedure.